Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with an unexpected outcome post cataract extraction with lens implant using intraoperative aberrometer in the left eye. The patient underwent an intraocular lens explant approximately two months post initial treatment. Additional information requested.

Manufacturer narrative:
Additional information provided in d.4, h.3, h.4, h.6, and h.10. The company representative noted the patient was not fixating during capture. The drape/speculum may have also influenced the measurement. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2, b.5, b.6, and b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the patient's uncorrected visual acuity is improving to goal of plano.